Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced fatigue due to a polarity switch of the right atrial lead. High impedance measurements were noted in the bipolar pacing configuration so the lead switched polarity to unipolar. A lead revision is planned, and the lead remains in use. It was later reported that there was also noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.